Manufacturer narrative:
The reason for this revision surgery was reported as patient joint issues consisting of joint tightness and the presence of scar tissue. The in-vivo life of the explanted components was 2.5 months. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints against this part number. Summary of investigations: 4 for infection, 2 for instability, 2 for dislocations and others not associated with product issues. This is the first complaint from this lot. This event is deemed as non-product related. This event and revision surgery is the result of patient joint issues consisting of joint tightness and the presence of scar tissue. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's joint was tight and required the removal of scar tissue.